Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) launched the hardware test application and tested all main drawers, tower doors, and the remote manager. The fse confirmed that all tests passed. All cubie pockets were ejected and reinserted, and parts, cables, and connections were inspected with no defects found. Additionally, the station was power-cycled and reseated the pyxibus and auxiliary interface cables. No issues on drawer. The remote manager was adjusted to improve alignment with the door hasp. No issues were identified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, hardware issue with different drawers and pocket does not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.